Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 this is being considered a duplicate of MFR#: 2031642-2019-03438 as the serial numbers are the same and the reports are a continuation of the same problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported a ventilator with a defective nav-ring, and a cracked enclosure. There was no patient involvement or harm.